Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in the catheterization laboratory. The alarms occur during the use of the medication, adenosine, which is usually administered at a rate greater than 500 ml/hr (programmed amount unknown). It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.